Manufacturer narrative:
(B)(4). Baxter attempted to get more specific information as to what products/lots were used in the cases, how many cases there were, when the cases happened, etc. In addition, baxter attempted to identify and obtain the article being published. Baxter reached out to dr. (B)(6) for this additional information. Dr. (B)(6) responded stating that "baxter can read the article to be published in spine... Unfortunately it's in the queue and will be available for review next year 2013." As the reporting surgeon is not willing to provide additional information, no additional investigation is possible.

Event description:
A baxter sales representative received an email on (B)(6) 2012 from a (B)(6) surgeon named (B)(6) stating that he has no interest in using actifuse again because, "I had a very high pseudarthrosis rate with actifuse (30%+) in my minimally invasive fusions. This data is being published in spine. I no longer use actifuse or recommend it in this setting".

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: pseudarthrosis is determined by multiple surgical, product and disease-related factors. A judgment of a causal relationship is not possible and has to be evaluated as an outcome of a clinical series, based on the facts of the publication. Baxter is attempting to get more specific information as to what products/lots were used in the cases, how many cases there were, when the cases happened, etc. In addition, baxter is attempting to identify and obtain the article being published. This is being reported as a conservative measure. A follow-up report will be submitted upon receipt and evaluation of the additional information.